Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 70-year-old male patient in st elevated myocardial infarction and right heart failure was implanted with an impella rp device for mechanical circulatory support. The complainant reported that a clot was observed on the impella rp inlet cage. There was also a 5cm structure attachef. Therefore, the impella rp was explanted.

Manufacturer narrative:
The investigation into the thrombus issue has been completed since the original report was submitted. The pump was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined.